Event description:
Since device replacement in 2008 the area from the ins in the buttock up to the leads in the neck felt inflamed and painful and there was a burning sensation. It felt like [the device] was "pulling on the spinal cord"; like the spinal cord was "being ripped out". The pocket was red. The physician checked for infection (details unknown) and the patient was given antibiotics. The patient had not had any weight changes. She felt stimulation and it was helping for the indication it was implanted for. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).